Manufacturer narrative:
The returned product was evaluated and performed as designed. Based on the sst (strip simulator tester) and pod program, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test, the pdm was found to recognize the activities and powered on immediately with no issue noted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient experienced chest pains and was thought to have been experiencing a heart attack, while using the omnipod system. Subsequently, patient was transported to the hospital and received intravenous therapy, nausea medication, and baby aspirin en-route. Once at the hospital, an official diagnosis of hyperglycemia and dehydration was made and patient was admitted. Hospital staff noticed the patient's meter was reading 90 points lower than the hospital's meter, when testing blood glucose (bg). Details regarding treatment while in hospital, specific bg levels, and information leading up to the event was not available. Patient was released after 1 day.